Event description:
During surgery, the trial liner broke. This resulted in a 30-minute extension of surgical time.

Manufacturer narrative:
Examination of the returned item confirms the reported observation. This and previous investigations have determined that both use error and wear out through normal use are contributing factors for this type of failure. No product error has been identified. Based on the investigation, the need for corrective action is not indicated.